Manufacturer narrative:
This report is submitted on april 09, 2019. (B)(4).

Event description:
Per the clinic, the patient's device was electively explanted on (B)(6) 2019. Re-implantation is planned but has not taken place as of the date of this report.